Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer cleared the screen, changed the infusion set tubing, and resumed insulin delivery. As the occlusion was not occurring at the time of the reported event, tandem technical support was unable to perform troubleshooting to determine a possible cause of the occlusion. Additionally, the customer reported receiving an inaccurate bolus estimate from the pump. Reportedly, the customer had incorrectly entered a carbohydrate ratio of 1unit: 1.7 grams. Review of the customer's profile settings by tandem technical support showed that the carbohydrate ratio was supposed to be 1unit: 7 grams. The customer successfully adjusted the carbohydrate ratio and confirmed that the bolus calculations were accurate. The customer's blood glucose level was 240 mg/dl.